Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. Electrical resistance and cross continuity results were within specifications. No anomalies found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had tension from the distal coil to the conductor coil and abnormal resistance was observed. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.